Event description:
The customer reported that she was hospitalized with a high blood glucose of 400 mg/dl. The customer also experienced nausea, thirst and dry heaves. The customer stated that she has changed her diet, and has been under stress for the past six months. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that the cannula was bent when she removed the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.